Manufacturer narrative:
Upon receipt, the lead under complaint was found severed approximately 15 cm distal to the is-1 connector pin. Only the proximal lead fragment was received and subjected to an extensive analysis. Approximately 15 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the inner coil was found fractured. Only the outer coil presented signs of a surgical cutting tool. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation were observed which most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there were atr events via home monitoring with noise. Atrial lead issues were causing noise on the shock channel. There is no indication of intervention.